Event description:
During index procedure two resolute integrity drug eluting stents were implanted in the lad. Approximately 2 months post index procedure the patient suffered from unstable angina and stent thrombosis which lead to a poba rev vascularization (ballooning) in the lad three days later. Event was not related to device. Patient recovered. Approximately 5 months post index procedure the patient suffered from restenosis. The restenosis event was not related to the study device. Patient has not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the previously reported unstable angina was also a myocardial infarction. If information is provided in the future, a supplemental report will be issued.